Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were gel fragments in the serum causing unspecified erroneous results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photographs for investigation. A review of the photos indicated additive abnormality and oil gel globules for batch 5087772. No defects were observed for lots 5087773 and lot 5087775, a total of 30 retention samples for all 3 lots were visually inspected for gel defects and additive abnormalities and no issues were observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Additionally, bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) via clinical testing because no erroneous analyte was reported. The affected analyte(s) must be specified in order to perform clinical testing. This complaint has been confirmed for lot 5087772, with respect to the indicated failure modes: additive abnormality, erroneous results (unknown) and oil gel globules. This complaint has not been confirmed for the lots 5087773 and 5087775, for the indicated failure modes: erroneous results (unknown) and oil gel globules. Bd was unable to identify any definitive root case. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were gel fragments in the serum causing unspecified erroneous results in an unspecified number of devices. No adverse impact was reported regarding the patient or user.